Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A pinhole was identified 1mm proximal of the proximal markerband when attempting to inflate. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition due to the anatomical factors. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is likely that the challenging lesion anatomy contributed to the complaint allegation of balloon material rupture. The target lesion was noted to be mildly tortuous and severely calcified with a stenosis of 90%.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified high-lateral branch artery. A 10mmx2.50mm wolverine cutting balloon was used for treatment. During the procedure, the balloon ruptured at 8 atm upon first inflation. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified high-lateral branch artery. A 10mmx2.50mm wolverine cutting balloon was used for treatment. During the procedure, the balloon ruptured at 8 atm upon first inflation. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications.